Event description:
The user facility reported that a patient with an ejection fraction of 10% was taken to the operating room for insertion of impella 5.5. The 5.5 was successfully inserted. It was reported that during support awaiting left ventricular assist device they removed central lines and gave the patient broad spectrum antibiotics until bacteria could be identified. Additionally, the patient had a surgical pocket wash out. The patient continues on support. Patient survived.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella 5.5 with smartassist for use during cardiogenic shock & the instructions for use for the cp with smartassist states the following: section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿